Event description:
Customer reports that his meter is not communicating with insulin pump. Customer's blood glucose was within the 20 to 600 mg/dl ranges. During troubleshoot insulin pump passed self test. Customer attempted to send blood glucose readings to meter and failed once more. Customer was transferred for meter replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).